Manufacturer narrative:
On september 26, 2023, mentor became aware that information was inadvertently omitted from the additional manufacturing narrative. The patient was scheduled for removal at a later date. Date of explantation: (B)(6) 2023. Manufacturer¿s reference number: (B)(4) in the initial, h10 additional manufacturer narrative should have included the date of explantation as (B)(6) 2023 as the patient was scheduled for removal at a later date.

Manufacturer narrative:
On november 02, 2023, the mentor analysis lab received the suspect medical device for evaluation. On november 08, 2023, mentor completed an evaluation on the returned device. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the device. During the visual analysis of the breast implant, no apparent damage or visual anomalies were observed. Leak testing was performed, according to the mentor procedure, and it revealed two (2) tears (a & b) on the anterior view, measuring approximately 0.7 cm and 0.2 cm respectively. No other ruptures were found during the analysis. Microscopic examination was performed on the edges of the ruptures (a&b), and parallel striations were found in the whole area of both tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information received, the microscopic examination of the returned product indicates that the implant was damaged during the procedure described. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: anisomastia, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of a 375cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced a ruptured right breast implant which occurred during a breast lift procedure where the right breast implant was punctured accidentally. As a result, the patient is scheduled for removal on (B)(6) 2023.